Event description:
The pt underwent numerous surgeries as well as defibrillation and subsequently had difficulty charging her device. The recharger used to show 6-8 coupling bars during charging and there were only 2-4. The pt felt stimulation in the proper location, and the device was communicating with the programmer. She lost 40 lbs and it was suspected that the stimulator had moved or flipped. A pocket revision was planned.